Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - 00771101120 femoral stem 12/14 neck 62045008, 00620005822 shell porous 62086030 & 00801803602 femoral head 62177097. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03433 & 0002648920-2017-00337.

Event description:
It was reported that the patient underwent a closed reduction approximately five years post-implantation due to dislocation.

Manufacturer narrative:
Reported event was confirmed through receipt of medical records, confirming dislocation event with a closed reduction procedure. X-ray review noted, "left hip total arthroplasty in normal alignment.the femoral head is normally positioned centrally within the acetabular cup. The femoral stem is positioned normally within the medullary canal of the femur. The acetabular cup tilting is normal without increased/decreased inclination (i.e. Not prone to dislocation). However, it is possible that the femoral head is large compared to the small and shallow size of the acetabular cup. Bones are well mineralized, normally aligned, and without fracture. No signs of loosening or radiolucency." As per the external surgeon review of the x-rays; under sizing of the acetabular cup can lead to reduced coverage of the femoral head and increases the risk of dislocation. The noted dislocation, as stated by the patient's surgeon, was likely due to the effect of taper corrosion on the soft tissues. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.